Event description:
It was reported that an error code 1720 (no patient injury / during test) was experienced.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated.h3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The reported problem was not related to any previous repair. Visual inspection found all intact as the device was in good condition. There was no evidence of the reported problem in the event history log. The reported problem was duplicated during investigation and it was discovered that a faulty back-up capacitator was the cause of the reported issue. For corrective action the back-up-capacitor was replaced. The root cause of the reported problem was unknown. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: correction: d4: model number: 6400.